Event description:
It was reported to philips that the system was unable to start. The device was in use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips fse inspected the system on-site and confirmed that reported problem. After reviewing log, fse shows ups malfunction. Upon troubleshooting, philips has identified potential failures in internal components of the 1 phase ups, which could lead to total power loss and system shutdown or failure to start. To resolve the problem, fse implanted the correction and bypassing the 1 phase ups will make it inactive and prevent the issue. After ups was bypassed, the system was restored to normal working order. The codes were updated based on the investigation outcome.